Event description:
Device malfunction: none. Time of symptoms/ae: twenty-nine days after vessel closure. Symptoms/ae: cutaneous infection. It was reported that a physician achieved uneventful arteriotomy closure of the right femoral artery using the starclose se device after an interventional procedure. Reportedly, 29 days post-procedure, the pt developed a localized cutaneous infection at the puncture site where a wound developed, which was "exacerbated and by his need for a diaper, secondary to incontinence." The wound was reported to be 0.5 cm x 0.5 cm and did not track to artery. The pt was rehospitalized for one day and placed on intravenous vancomycin 1000 mg for treatment. The pt was discharged on levofloxacin 500 mg, 1 tablet, by mouth, every 24 hours for seven days. The condition was reported to be continuing but improved. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.